Manufacturer narrative:
The device evaluation was completed on (B)(6) 2023. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. During the case, when going transseptal with the vizigo¿ sheath, the physician stated it "didn't feel right". They then removed the vizigo¿ from the patient and noticed that the tip of the vizigo¿ did not have a smooth opening and it did not appear to be tapered properly. Upon replacing the sheath, the issue was resolved, and the procedure continued. No adverse patient consequence was reported. Device evaluation details: the carto vizigo sheath product was returned to biosense webster (bwi) for evaluation. Visual and dimensional inspections of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that the irrigation hole is deformed on the distal tip of the sheath. No damage or anomalies were observed on the dilator. The dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. The dilators outer diameter was measured, and dimensions were found within specifications. The event reported by the customer could be related to the dilator exiting through the irrigation hole. The issue observed during the investigation could be related to the handling of the device during procedure. A device history record was performed for the finished device 00002396 number, and no internal actions related to the reported complaint condition were identified. The issues reported by the customer were confirmed. There are some precautions to follow: do not attempt to insert a catheter having a distal tip or body size larger than 8.5f as indicated on that product label. Doing so may compromise the structural integrity of the sheath or the device being used, and/or lead to the failure of the sheath or device being used. During insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. During the case, when going transseptal with the vizigo¿ sheath, the physician stated it "didn't feel right". They then removed the vizigo¿ from the patient and noticed that the tip of the vizigo¿ did not have a smooth opening and it did not appear to be tapered properly. Upon replacing the sheath, the issue was resolved and the procedure continued. No adverse patient consequence was reported.